Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown; unknown, unknown stem, unknown; unknown, unknown cup, unknown. Reported event was able to be confirmed due to x-ray review. X-rays suggested polyethylene wear with asymmetric position of the femoral head within the acetabular cup and indicated rounded lucency along the proximal femoral stem with sclerotic margin which suggested possible osteolysis. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03498.

Event description:
It was reported that the patient's left hip has been revised due to wear. Attempts were made to obtain additional information; however, no additional information is available.